Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. It was reported, through patient outcome, that the patient expired on (B)(6) 2020. The cause of death was not provided. Multiple requests for additional information were sent to the customer; however, no additional information was received. Death is listed in the hm3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2028, per ifs order number (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome the patient expired. Additional information was requested but not provided.